Manufacturer narrative:
Suspect product was discarded.

Event description:
On 19apr2024, a representative from an eye care professional (ecp) office reported receiving medical records for a patient (pt) who was seen by another ophthalmologist yesterday. The pt was diagnosed with a central corneal ulcer "with a tiny paracentral epithelial infiltrate" in the right eye (od). The pt complained of redness, pain and photophobia od and has a history of myopia and retinal detachment with a scleral buckle od. The pt was prescribed zylet four times a day (qid) in the od and is scheduled to return for follow-up with the treating ophthalmologist today. The pt's keratometry readings od at the last ecp visit (date not provided) were 42.00/42.75. An email containing medical records from the treating ophthalmologist were received from the ecp's office. Visit dated 18apr2024: pt presented complaining of moderate redness, pain, and sensitivity to light in the od that started one day ago. The pt follows a daily wear and replacement schedule and denied "taking drops regularly." The pt's current medications included zylet in the affected eye qid. The pt's visual acuity (va) was 20/40+2 distance and j3 near vision with intraocular pressure 12 in od. External examination od: pupils: equal, round, reactive, no apparent pupillary defect (apd), confrontational visual fields full, extra ocular motility full, adnexa normal, lids and lashes normal. Slit lamp examination od: 1+ conjunctiva injection, cornea: "tiny subepithelial infiltrate with surrounding haze paracentral," normal iris, deep and quiet anterior chamber and clear lens. The pt was diagnosed with contact lens-related, sterile, central corneal ulcer od and was prescribed zylet 0.3%-0.5% eye drops qid in the od. The pt was requested to return tomorrow for recheck. Visit dated 19apr2024: pt presented for a follow-up evaluation of corneal ulcer od. Va not affected and od improving. Pt confirmed using drops as instructed qid and had used the morning of the visit. Pt's va in od was 20/20-3 and intraocular pressure was 12mm/hg. External examination od: pupils: equal, round, reactive, no apd, confrontational visual fields full, extra ocular motility full, adnexa normal, lids and lashes normal. Slit lamp examination od: conjunctiva white and quiet, cornea: "tiny subepithelial infiltrate," no haze, normal iris, deep and quiet anterior chamber and clear lens. Pt was diagnosed with contact lens-related, sterile, central corneal ulcer od, improving, and was instructed to continue zylet od qid for 5 days then discontinue and follow-up as needed. No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003946 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.